Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited distal fibers breakage, outer tube had dents and a bent, light guide cable had a cut, leakage at protector ring on the light guide connector, prong, cover glass and the light transmission failed. There was no patient involvement.